Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. An 8.0x20x135 cm express ld stent balloon expandable was selected for use in a subclavian stent implantation to treat bilateral subclavian artery stenosis. During unpacking, the stent and the internal balloon were dislocated and could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the subclavian artery. An 8.0x20x135 cm express ld stent balloon expandable was selected for use in a subclavian stent implantation to treat bilateral subclavian artery stenosis. During unpacking, the stent and the internal balloon were dislocated and could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was moderately tortuous and moderately calcified. The stent was not completely covered by the balloon and was misaligned.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. (B)(6).